Event description:
Related manufacturer ref: 3004936110-2022-00604. During the implant procedure, when attempting to deliver the sensor, the wire position was lost from the target vessel. Multiple attempts were made to gain the position back but were unsuccessful. The delivery catheter was then opted to be replaced and upon removal from the patient, the sensor was noted to be loose on the delivery catheter. Following the replacement of the delivery catheter, the target vessel was then re-wired and the new delivery catheter was placed in the target location. When attempting to release the sensor from the delivery catheter, the sensor did not release. Multiple attempts with different methods were made to try and release the sensor from the delivery catheter, but ultimately the sensor was not able to be released. Further inspection revealed damage to the delivery catheter system, specifically one of the two cords was sheared off. A non-abbott guide catheter was placed over the delivery system and was able to cover one of the nitinol loops. All devices were then removed from the patient with no pieces being left behind. The procedure was then cancelled, and no adverse consequences were noted to the patient.

Manufacturer narrative:
A catheter assembly with the hub intact and a sensor tethered loaded through returned sheath were returned for investigation. Visual inspection of the hub was found to be normal. Upon visual inspection of skiving portion, it was observed that the tethering pattern was correct. Visual inspection of the sensor identified no exterior damage. The sensor was observed to be slightly lifted from the delivery system. Inspection of the length of the catheter was found to be normal, with minimal kinking. Inspection of the length of catheter identified no gross damage or sharp edges and was within specification. Visual inspection of the returned sheath was normal. The results of the investigation are that there are no device abnormalities identified that would have contributed to the event description. No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.